Event description:
Caller states the pt tested 6.1 inr and 5.7 inr on the coagucheck s system while a comparison lab returned as 4.1 inr. Coumadin was held based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.